Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. The product is returning. No further information provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.